Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision of the patient's right knee on (B)(6) 2014. As reported: "doctor stated 'diagnosis is arthrofibrosis.' Got lost to followup for 4 years, and developed flexion contracture. Patient washed out (B)(6) 2014, and had poly insert exchanged. Right side. Nothing was loose or broken. Grahm stain was negative [for infection]. This will be all information due to hospital policies." Spoke to rep. A size 4 ps insert (thickness unknown) was revised to a 4x13 ps x3 insert on(B)(6) 2014. On (B)(6) 2020, patient's entire knee was revised due to the reported flexion contracture.